Event description:
It was reported that a malfunction, identified as malf 12, occurred. There was no adverse impact to the customer¿s blood glucose level as the level did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. It was advised that the customer could continue using the pump, with the instruction to contact support again if the issue reappeared.